Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). This report is being filed for a correction to field h6.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted due to lack of significant improvement in urinary symptoms. The patient had multiple reprogramming, a stimulation holiday, and had normal x-ray results. The physician offered the option of a revision, but the patient declined. The patient is expected to fully recover.

Event description:
It was reported the patient had their neurostimulator and tined lead explanted due to lack of significant improvement in urinary symptoms. The patient had multiple reprogramming, a stimulation holiday, and had normal x-ray results. The physician offered the option of a revision, but the patient declined. The patient is expected to fully recover.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).